Event description:
A male pt with severe aortic stenosis/syncope referred for cardiac cath. The monitoring and recording system failed to allow thermo dilution measurement of cardiac output data crucial for assessment of aortic stenosis. Hemodynamic monitoring system was not sensing temperature 04 saline injectate. System aroze not allowing thermo dilution cardiac output measurements. Dates of use: 2007. Event abated after use stopped or dose reduced?: yes. Diagnosis or reason for use: measure cardiac output. Event reappeared after reintroduction?: yes.